Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen had a white box that made the screen unreadable. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a pump reset was performed and cleared the touchscreen. Customer was able to continue using the pump for insulin therapy.